Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve deployed too ventricular was confirmed with objective evidence. The imaging evaluation demonstrated that the septal side of the valve was deployed too ventricular. Limited imaging was provided for review, so a root cause could not be determined. Based on extensive complaint investigations, the root cause for events more likely due to various procedural, patient, imaging or a combination of these factors, such as difficult or lack of leaflet capture, leaflet plastering (septal, fixed leaflet to septal wall), and device shadowing. These events are not associated with manufacturing non-conformances or deficiencies. Device malposition is a known potential adverse event listed in the evoque IFU. The evoque IFU and training manuals provides instructions on device use, warnings, cautions intended to mitigate these events and are sufficient to address these events. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position that was completed without any reported events. Internal review of procedural imaging identified the septal side of the valve was deployed too ventricular. On post-operative day (pod) 1, the tte indicated the evoque valve appeared in the same position and was stable. There was trace tr and no pvl. The tv mean gradient was 1mmhg at 68bpm. On pod 2, patient was discharged home. On pod 3, the patient expired at home and was in asystole when paramedics arrived. No autopsy will be performed and no additional information has been provided.